Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are not impressed with their scs device one bit and are still in so much pain they can't stand it. Patient stated they have had reprogramming done three times and the hcp said they do not know why it's not working. When asked event date, patient stated about 2 months. Agent documented information given and the patient was redirected to mdt rep and healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.